Manufacturer narrative:
The device was returned and evaluated. Microscopic examination found the lens with no visible defects. Based on the product evaluation, it was determined the device causality is unrelated and therefore, this event no longer meets reportability requirements and is no longer deemed reportable.

Event description:
Reportedly, iol was implanted into the left eye and removed due to an anterior vitrectomy iol was replaced with a different model and power iol.

Manufacturer narrative:
Device was returned for evaluation. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.